Manufacturer narrative:
Device evaluated by MFR.: synergy, ous, mr 2.25x32mm, stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found damage to the 8th row from the distal end, strut lifted and pulled distally. The undamaged distal stent outer diameter (od) was measured and was within maximum crimped stent specification indicating that there were no issues with the crimp stent profile. A visual examination of the balloon was performed and no issues were identified with the balloon cones. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The maximum crimped stent profile of the associated batch records for this device was reviewed and was within specifications. A review of the batch records for the stent crimp force and the crimp temperature for the device also meet the specification. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was further reported that the target lesion was 90% stenosed and was located in a moderately tortuous and non-calcified vessel.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.25 x 32 synergy¿ drug eluting stent was selected for use to treat a lesion. However, during preparation, the stent was noted to be deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.